Event description:
Received notification from a suros filed representative of box of ng09 needle guides, lot 602013, in which the primary packaging (sterile barrier) was not sealed properly. The unsealed packaging is very evident, and no product was used clinically. This MDR is only for the ng09 needle guides, which are a component of the atec breast biopsy and tissue excision system, not the system as a whole.

Manufacturer narrative:
Packaging integrity - sterile barrier may be compromised in some cases.